Event description:
It was reported that an unspecified malfunction occurred. Date of event is an approximation. The patient was unable to provide a lot of information, as the event happened a year ago. The patient stated that they experienced blood sugar swings, which eventually lead to hospitalization. The patient was unsure whether the cause of this was the dexcom sensor, the insulin pump, or insulin. No cgm reading nor blood glucose reading was reported, and it was unknown what the dexcom device was showing at the time of the event. The patient experienced diabetic ketoacidosis and was brought to the hospital. No information was reported regarding possible treatment and hospital visit and duration. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 11/17/2025. Data was further reviewed. It was reported that an unspecified malfunction occurred. Data investigation could not confirm a settings issue. A meter value was entered on (B)(6) 2024 at 109 mg/dl and the comparison egv was 114 mg/dl. The patient high alert threshold was disabled. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.